Event description:
A us distributor reported that a patient's electrode belt and monitor was damaged.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable to connect with an electrode belt. The cause for the communication failure was isolated to a bent guide pin. The root cause for the bent pin was excessive force. No adverse event resulted from the damaged monitor. Device evaluation of electrode belt has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the trunk cable connector was physically damaged and the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector was excessive force. No adverse event resulted from the damaged belt.